Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage. No button error alarm noted during testing. Moisture damage was found on motor assembly. The pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was 147 mg/dl. The customer stated he removed the replaced the battery to no available. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.